Event description:
Patient reported they were examined by their dentist who informed them they have crowding which requires dental intervention and byte aligners do not work for them. Patient is contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.